Manufacturer narrative:
According to the customer, on (B)(6) 2024 there was "great difficulty" while attempting to inflate the balloon and "shortly after" the foley began to "leak". The customer reported after the incident occurred that the balloon was deflated "with great difficulty" and an additional catheter was inserted. The customer reported they did not pre-inflate the balloon prior to insertion, and the sterile water that was provided in the kit was used for balloon inflation. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 there was "great difficulty" while attempting to inflate the balloon and "shortly after" the foley began to "leak".